Event description:
It was reported that an x-ray revealed the right atrial (ra) lead was dislodged from the implant position. The ra lead was repositioned to resolve the event and the patient was in stable condition. No allegation of malfunction was made against the ra lead.